Event description:
The customer reported that led was found to be damaged (partial light) causing incorrect measurement. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) performed diagnostics of the 989803161991 mv saturation sensor wire: (B)(6). Damage to the led (incomplete light) was found causing incorrect measurement. As part of the repair, it is necessary to replace it with a new one (989803161991 - spo2 sensor). Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was damage to the led. The issue was resolved by ordering a replacement part.